Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated the light would not turn on and when she opens her main it would not scroll down. Troubleshooting was done. Customer's blood glucose was 201 mg/dl. Customer stated the down button was unresponsive. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No light button anomalies or up arrow button anomalies noted during testing. The insulin pump had an intermittent button response on the esc button due to moisture damage noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.